Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead became dislodged. While repositioning the lead, the helix would not extend and the lead body was twisting. The lead was not used and replaced. The patient was discharged following the procedure.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue and insulation twisted. The reported event of helix mechanism issue and insulation twisted were confirmed. Visual inspection of the lead found the outer insulation was twisted cause by over torquing consistent with procedural damage. X-ray examination of the lead found the inner coil to be overtorqued inside the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix could be retracted and extended by applying torque directly to the inner coil. The full helix extension length was measured to be within specification. The cause of the reported events of helix mechanism issue and insulation twisted was isolated to overtorque of the inner coil.